Manufacturer narrative:
No stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a stuck button alarm. The customer's blood glucose was 202 mg/dl at the time of incident. The customer was not able to clear the alarm after troubleshooting. The customer reported that the auto mode was not active. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.